Event description:
It was reported that a new ilet user experienced both low and high glucose after making back-to-back meal announcements within an hour and consuming a chocolate bar and juice to correct a downward trend, which resulted in approximately 22 units of insulin delivered; this was categorized as a usage issue involving improper or incorrect procedure, with no specific device component implicated. Symptoms included hypoglycemia and hyperglycemia, with a documented low of 65 mg/dl that subsequently trended upward. Outcomes included a serious illness/impairment classification due to the clinical significance of the glycemic excursions, without hospitalization. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically back-to-back meal announcements and snack handling during early training, with no applicable component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.